Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a damaged main knob. The main knob was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to switch to defib or pacer modes, or power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.